Manufacturer narrative:
Common name: mpb catheter, hemodialysis, non-implanted. Product code: mpb. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the wire untangled during insertion of the cook turbo-flo hd hemodialysis catheter into the right intra jugular vein. There were no reported serious injuries to the patient as a result of the product problem.